Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found to device to be in used condition, and a peeling dso seal. 'Cassette not attached properly' alarm found in the event history log. Functional testing was unable to duplicate the reported problem; however, the problem was verified in the ehl. It was determined that the most probable cause was an intermittent downstream occlusion sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a downstream sensor malfunction. The event occurred during testing, there was no patient involvement.